Manufacturer narrative:
This report is for unknown plates. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown plates. PMA/510(k) number is not available. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: haasters, f. Et al, complications of locked plating for proximal humeral fractures¿are we getting any better?, journal of shoulder elbow surgery (2016) 25, pages e295¿e303 (germany). The aim of the study was to evaluate the complication and revision rate after locked plate fixation of proximal humeral fractures under an invariable institutional study setup over 12 years. The study included 788 patients with unstable proximal humeral fractures according to the criteria by neer14 who were treated between february 2002 and december 2013 with orif using a philos (synthes, oberdorf, switzerland) or ncb-ph (zimmer, warsaw, in, USA) locking plate, with a primary hemiarthroplasty (ha) using the aequalis fracture shoulder (tornier, warsaw, in, USA), or reversed shoulder arthroplasty (rsa) using the aequalis reversed fracture system (tornier). Patients were prospectively observed from the time of operation and longitudinally followed up. Standardized follow-up included radiographs at 1 day, 6 weeks, and 3, 6, and 12 months. Complications and unplanned revision surgery were prospectively recorded over the complete follow-up. Loss of fixation was found in 83 patients. Hematoma/infection occurred in 19 patients, nerve injuries in 6, and frozen shoulder in 30. An unplanned surgical revision was necessary in 75 patients. This report is for an unknown philos locking plates. It captures loss of fixation, hematoma, nerve injuries, frozen shoulders. This is report 1 of 2 for (B)(4).